Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for non-malignant pain. It was reported that the patient could not sleep for two nights because of the tingling. The patient has been trying to do physical therapy for her parkinson¿s and when she lies on her back, it tingles too bad. This started about a week or so prior to the report. She mentioned that her stimulation was at 2.1 milliamps at the time of the report. The patient mentioned that she fell about a month prior to the report. The patient noted that the patient experiences an ache that comes and goes where the stimulator is. The patient had notified her health care professional of this, and they had mentioned that they could make the implantable neurostimulator deeper. Additionally, the patient has had some problems with her ankle hurting in the last few weeks. The patient had adjustments made to her stimulator a few weeks prior to the report. Her ankle was bothering her before that. On the night prior to the report, the patient laid on her side and she did not have the tingling problem. It was reviewed that the patient should try decreasing stimulation when she is lying on her back to see if that resolves the issue. If the patient is still experiencing the tingling, the patient was going to contact her manufacturer representative to have her programming adjusted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that no diagnostics were planned or performed to determine the impact that the fall and/or physical therapy may have had on the system as the patient had reported that her stimulator was still working. The cause of the increase tingling sensation while lying down was determined to be that gravity was pulling the spinal cord closer to the leads. Additionally, the patient was instructed to adjust the stimulator to comfort as an action to resolve the increased tingling sensation. The patient had been instructed to contact her manufacturer representative if the tingling did not resolve, and the manufacturer representative had not been contacted as of the time that the additional information was received, so the manufacturer representative assumed that the increased tingling sensation was resolved. The patient was also instructed to contact their health care professional if the soreness at the implantable neurostimulator site persists. There were no further complications reported or anticipated.